Event description:
After a long day, I was tired and my back ached (I have had several back surgeries). I laid down to use the heating pad, which I had done before and fell asleep for a while. When I woke up, I had severe pain in my buttocks and realized I had been severely burned. I was diagnosed with 3rd degree burns and ended up having surgery, requiring home health nursing care and the use of a wound vac for several weeks. It was important when I made the purchase that they stated on their marketing literature in several places, that their products "will not burn or dehydrate the skin."